Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an insulin pump error. The customer stated they received a message that server might be temporarily unavailable. Customer stated that they had low event. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was returned for pump error 16 and unable to upload onto carelink using minimed mobile app on (B)(6) 2021. Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, and self test. No unexpected pump error 16 alarms noted during testing. Device successfully downloaded traces and history file using thump. Device properly paired to minimed mobile app on a samsung s9 phone and apple iphone xs and successfully uploaded onto carelink. No communication anomaly noted. No damage noted at the electronic assemblies during visual inspection. P-cap / reservoir locks properly into place. The following were noted during visual inspection: minor scratches on case. Pump error 16 not confirmed during testing or in pump history files. Unable to upload/download not confirmed after acquiring carelink data using minimed mobile app. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.